Event description:
A female pt reported feeling a burning sensation in her eye and on her eyelid with use of a new unit of blink contacts lubricant eye drops. She also reported experiencing irritation and an "infection" (unconfirmed). The pt noticed that there was a "while crust" under the bottle cap and very little fluid in the bottle. She works for an optometrist and was prescribed tobradex 1 drop tid for 7 days. Pt has recovered. See related MDR # 2020664-2008-00025.

Manufacturer narrative:
Unit returned for testing was empty. H6: other - used to describe batch record review. Retain unit eval results: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. A review of the records for this batch of prod has not revealed any anomaly during the mfg processes. Root cause has not been established.